Event description:
It was reported that during the initial implant procedure, the number of rotations to extend and retract the helix of the right atrial (ra) lead was inconsistent when tested prior to being introduced into the patients body. The ra lead was not implanted and was replaced to resolve the event. The patient was in stable condition.